Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('gen abnorm bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain\ chronic"), abdominal pain ("abdominal pain"), back pain ("back pain") and vaginal discharge ("bladder / urinary problems: vag discharge"). The patient was treated with surgery (hysterectomy (full), salpingectomy (unilateral), oophorectomy (unilateral)). At the time of the report, the device dislocation outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, back pain and vaginal discharge had resolved. The reporter considered abdominal pain, back pain, device dislocation, genital haemorrhage, pelvic pain and vaginal discharge to be related to essure. The reporter commented: received treatment for pain: pelvic pain, abdominal, chronic, back, bleeding: gen abnormal bleeding, migration, bladder/urinary problems: vag discharge. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2009: essure confirmation test unknown: result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: case become incident and new event abdominal pain, back pain, gen. Abnormal bleeding, psych injury, migration,bladder / urinary problems: vag discharge were added. Reporters were added. Patient demographics added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/migration of essure device location of device: uterus') and genital haemorrhage ('gen abnorm bleed') in a 40-year-old female patient who had essure (batch no. 634987) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included acetaminophen. The patient's medical history included lower abdominal pain, yeast infection, endometriosis externa, human papilloma virus infection and hsv infection. Concurrent conditions included back pain, vaginal itching and vaginal burning sensation. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) since 2000 to (B)(6) 2010 and ibuprofen from (B)(6) 2009 to (B)(6) 2010. In (B)(6) 2009, the patient started acetaminophen at an unspecified dose and frequency. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain\ chronic"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 1 year 2 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), vaginal discharge ("bladder / urinary problems: vag discharge/vaginal discharge"), depression ("depression") and anxiety ("anxiety and mental anguish"). The patient was treated with surgery (17-03-2014: hysterectomy (full), salpingectomy (bilateral), oophorectomy (unilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, vaginal haemorrhage, menorrhagia, depression, anxiety, nausea, dysmenorrhoea, dyspareunia, fatigue and alopecia outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, back pain and vaginal discharge had resolved. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain: pelvic pain, abdominal, chronic, back, bleeding: gen abnormal bleeding, migration, bladder/urinary problems: vag discharge. Right and left fallopian tube leaving approximately 5 or 6 coils outside the internal orifice. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2009: result: total bilateral occlusion. As per mr: impression: no evidence for tubal patency. Pathology test on (B)(6) 2010: impression: 1. Complex left ovarian cyst slightly under 3 cm in size that could be an old hemorrhagic cyst. Its exact etiology is uncertain, though. 2 there is an essure device in the uterus. 3. Nabothian cysts are seen. 4. Right ovary looks normal and no pelvic fibroids are seen.. Ultrasound scan vagina on (B)(6) 2010: diagnosis: ovarian evaluation; bleeding. Most recent follow-up information incorporated above includes: on 27-sep-2019: plaintiff fact sheet received. Events: abnormal bleeding (vaginal), depression, anxiety and mental anguish, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse, fatigue, hair loss, nausea were added. Lot number was added. Event device dislocation was replaced with the event: migration of essure device location of device: uterus. Event onset date was updated. Concomitant drugs, conditions, historical conditions were added. Lab data and reporter's information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/migration of essure device location of device: uterus') and genital haemorrhage ('gen abnorm bleed') in a 40-year-old female patient who had essure (batch no. 634987) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lower abdominal pain, yeast infection, endometriosis externa, human papilloma virus infection and hsv infection. Concurrent conditions included back pain, vaginal itching and vaginal burning sensation. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) since 2000 to (B)(6) 2010, ibuprofen from (B)(6) 2009 to (B)(6) 2010 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain\ chronic"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 1 year 2 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), vaginal discharge ("bladder / urinary problems: vag discharge/vaginal discharge"), depression ("depression") and anxiety ("anxiety and mental anguish"). The patient was treated with surgery ((B)(6) 2014:hysterectomy (full), salpingectomy (bilateral), oophorectomy (unilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, vaginal haemorrhage, menorrhagia, depression, anxiety, nausea, dysmenorrhoea, dyspareunia, fatigue and alopecia outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, back pain and vaginal discharge had resolved. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain: pelvic pain, abdominal, chronic, back, bleeding: gen abnormal bleeding, migration, bladder/urinary problems: vag discharge. Right and left fallopian tube leaving approximately 5 or 6 coils outside the internal orifice. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: result: total bilateral occlusion. As per mr: impression: no evidence for tubal patency.. Pathology test - on(B)(6) 2010: impression: 1. Complex left ovarian cyst slightly under 3 cm in size that could be an old hemorrhagic cyst. Its exact etiology is uncertain, though. 2 there is an essure device in the uterus. 3. Nabothian cysts are seen. 4. Right ovary looks normal and no pelvic fibroids are seen.. Ultrasound scan vagina - on (B)(6) 2010: diagnosis: ovarian evaluation; bleeding. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.